Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to the customer. No additional information was provide and no further action was required from technical support at that time.